Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported in the middle or surgery on (B)(6) 2011 when the healthcare provider (hcp) was placing one of the leads, the lead wire cap broke. It was further reported the cap shifted and broken and the hcp said ¿oh shoot¿ which made the patient very anxious during the surgery, but the hcp told them ¿I can fix it.¿ after the 2nd lead was implanted the patient vomited for 17 hours, and the hcp told them they weren¿t able to get the lead in the optimal place. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v713591, implanted: (B)(6) 2011, product type: lead.

Event description:
A consumer reported they thought the leads for the right side were placed ¿iffy¿ or ¿slightly in the wrong position¿ in 2012 or 2013. It was noted that shortly after the patient¿s current implant they also had a surgery on l4/l5, and after that surgery the patient¿s right foot/leg was dragging and had atrophy which was said to be ¿drop foot¿ from the procedure but a doctor check and said the patient didn¿t have ¿drop foot ,¿ but thought it was related to the lead placement, however it was thought this shouldn¿t cause an issue. The consumer then stated they didn¿t believe replacing the lead was possible due to the possible risk to the patient, but the hcp did indicate the left lead may be slightly off target. A follow-up appointment was scheduled for (B)(6) to discuss the next options as the healthcare provider (hcp) felt there was maybe some tethering or tightening on the left lead, but according to the consumer they were talking about all possible causes as the extension on the left side stuck out more than the right side. Relevant medical history includes parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.